Manufacturer narrative:
The company representative confirmed and replicated the reported event. The core module of the laser was subsequently replaced to resolve the issue and then was returned for evaluation. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The laser core module was received for evaluation. A visual assessment of the returned sample revealed the external fans missing screws. Sample testing was performed on the returned part. System message (sm) displayed upon boot-up. The part was disassembled, and the nonconforming laser printed circuit board (pcb) controller was found to have two damaged capacitors. The root cause of the reported event is attributed to nonconforming laser pcb controller. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in sections d.9, h.3, h.6, h.10. The company service representative examined the system and replicated the reported event. The nonconforming laser core module was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming laser core module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that laser turns off intermittently and front panel is not responsive. When laser was turned on the fan was very loud and then within 10-20 seconds it would auto shut off. Procedure details were unknown. There was no harm to patient.